Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - device not returned therefore, analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR ID # 2134265-2014-04423, 2134265-2015-02450. (B)(4). It was reported that following a percutaneous coronary intervention, in-stent restenosis occured. A 4.0x20mm, 90% stenosed, de-novo lesion located in the left main coronary artery (lmca) proximal left anterior descending (lad) ostial bifurcation. The lesion was pre-dilated and a 4.0x24mm, 4.0x20mm, and a 4.0x8mm taxus element stents were implanted in an overlapping manner. Post-dilation resulted in 0% residual stenosis. The 3.5x15mm, 75% stenosed target lesion was located in the mid left anterior descending (lad) artery. A 3.5x16mm taxus element stent was implanted and post-dilation resulted in 0% residual stenosis. In (B)(6) 2012, it was reported that patient experienced stable angina and target vessel revascularization. In (B)(6) 2014, 1048 post index procedure patient presented with stable angina, a 20% diffuse in-stent restenotic lesion of the previously placed 4.0x20mm and 4.0x8mm taxus element stents located in the left main coronary artery (lmca) was treated with balloon angioplasty, resulting in 0% residual stenosis. The target lesion located in the lad was 80% re-stenosed and was treated with balloon angioplasty resulting in 10% residual stenosis. No additional patient complications were reported.